Manufacturer narrative:
Cmp-(B)(4). Concomitant products: unknown stem catalog#: ni lot#: ni, unknown head catalog#: ni lot#: ni, unknown cup catalog#: ni lot#: ni, therapy date: ni. The product will not be returned to zimmer biomet for investigation since location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient is scheduled for a hip revision surgery due to the failure of the custom liner ring. The date for the previous surgery is unknown. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08738. Medical devices: m2a 38mm const ring liner set catalog#: cp162580 lot#: 608820; m2a 38mm mod hd -6mm nk catalog#: 11-173660 lot#: 785460; unknown stem catalog#: unknown lot#: unknown; unknown cup catalog#: unknown lot#: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left hip revision approximately 1 year post previous revision, due to the failure of the custom liner ring. Attempts have been made and additional information on the reported event is unavailable at this time.